Event description:
The user facility reported that a pt experienced a face rash approx. 12-14 hours following diagnosis with the subject device. The manufacturer contacted the user facility for add'l info. The user facility stated that the pt was treated for reported swelling, redness, discomfort in their eyes and minor vision loss. In the pt's rash was 90% clear with their vision back to normal.